Event description:
It was reported that during a biopsy procedure, the needle allegedly fired before two turns of the grip. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one monopty disposable core biopsy instrument was received for evaluation. During visual evaluation, the device appeared to have residue to the actuator button, and the device was received in its initial position. Upon functional testing, the device was functionally tested by twisting the rotational knob once and the cannula retracted and locked into place. The rotational knob was turned once more, and the stylet did not lock into place. It fired before it was fully primed. The device was further tested by disassembling and inspecting the internal parts. No anomalies were noted to the hubs. During dimensional observations, the cannula outer tang width and stylet outer tang width were measured and were found to be not within the specification limit. Therefore, the investigation is confirmed for the reported self-activation issue as the device fired before it was fully primed. And the investigation is confirmed for the identified nonstandard device issue as the measurements of tang widths were out of specification. The out of specification of tang widths may contributed for reported self-activation issue, however a definitive root cause for the reported self-activation issue could not be determined based upon the provided information. A definitive root cause for identified nonstandard device issue is determined to be manufacturing related (tang widths were out of specification). Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a biopsy procedure, the needle allegedly fired before two turns of the grip. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return